Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The medium-large clip applier instrument has been returned and evaluated by the failure analysis (fa) team. Fa confirmed the customer reported complaint. The instrument was found to have one severely bent grip(s), causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip did not show damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon attempted to place the clip on the cystic duct with the medium-large clip applier instrument, but the clip would not snap together. This happened with a total of three clips. They opened another package of clips thinking they may have had a bad lot number. The clip still would not clip together. Upon examination of the instrument, they noticed that the tips appeared to be offset a bit. They were able to get one clip to snap together correctly. They then replaced the medium-large clip applier instrument and the clips snapped cleanly together. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm or injury to the patient. The instrument was inspected prior to use as always and there did not appear to be any damage or misalignment. The teleflex medium-large clips were used. The target tissue was a normal size cystic duct.